Manufacturer narrative:
The subject device has not been returned to omsc. Omsc reviewed the manufacturing history of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of multiple microbiological testing by the user facility, following microbes were detected from the sample collected from all channels of the device. (B)(6) 2018: the subject device tested positive for staphylococcus non aureus (82cfu/endoscope). (B)(6) 2018: the subject device tested positive for staphylococcus non aureus and rhodotorula mucilaginosa (2cfu/endoscope). (B)(6) 2018: the subject device tested positive for staphylococcus non aureus (87cfu/endoscope). The facility had been manually reprocessed the device using peracetic acid. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. (Omsc) but was returned to olympus (B)(4). (B)(4) sent the subject device to a third party laboratory for microbiological testing. As a result of the testing, the sample collected from all channels of the subject device tested positive for staphylococcus coagulase negative (3 cfu / endoscope). The testing result cleared the (B)(4) guideline. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.